Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional info becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report received from the united states stating that the device that had damaged bearings. It is unk if the device was used in surgery. The date of the event is unk. It is unk if medical intervention occurred. No additional info is available.